Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was found that the c drive was full and the sql dump folder caused the malfunction. A technical support specialist tss connected to the station and confirmed that it was connected to the server and was current with matching sequence numbers. The tss identified about 230 transactions that had failed to update on the server. The tss attached the missing txtxt on the application server and placed a new database on the station which resolved the issue. The missing transactions were saved and placed on the application server. The tss then connected to both the server and the station to compare inventory for the example medications. The tss confirmed that the medications were updated and matched on both systems. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, narcotic medications were not decrementing and were running out during surgery. Narcotics were completely depleted and required the anesthesiologist to go to the pharmacy to obtain medications for the patient. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.